Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tech was using the device, activated cutting tool for 15 seconds, it shut off as it¿s intended to do and he complained it happened at a bad time. I told the customer we would like to schedule some training with this tech as the device was acting normal. If you activate continuously it will shut off to cool then be able to activate again shortly after. The hospital did not report any patient effects.